Event description:
Asr revision. Asr xl acetabular system (left). Reason(s) for revision: alval / soft tissue reaction; noise.

Manufacturer narrative:
Femoral head hip implant. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision bilateral. Asr xl acetabular system (left). Reason(s) for revision: alval / soft tissue reaction; noise. This dint is for the left hip revision. For right hip revision please see (B)(4). Update 2 dec 2014 - rec'd kennedys email, marked as legal, kid, implant date. Patient is bi-lateral. Please see (B)(4) for right hip.